Event description:
A complaint was received regarding high glucose values while wearing the adc device. On (B)(6) 2022, a sensor scan of 189 mg/dl was obtained and the customer had a loss of consciousness. A blood glucose test of 58 mg/dl was obtained on an unknown device and the customer was provided orange juice, peanut butter, and jelly by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is (B)(6) 2021. The medical event associated with this complaint occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation a which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.